Event description:
Reportedly, the circular ring was not attached to the outside ring. Specimen was able to be pulled out. No injury.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.